Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pod packing coil (podj coil) pusher assembly. The embolization coil was intact with the pusher assembly. The coil windings near the distal end of the embolization coil were offset. The introducer sheath was ovalized approximately 23.5 cm from the proximal end of the sheath. The outer diameter (od) of the proximal end of the embolization coil was measured and found to be within specification. Conclusions: evaluation of the returned device revealed that the podj embolization coil windings were offset. This type of damage typically occurs due to improper handling during use. If the introducer sheath is not properly seated in the hub during advancement into a microcatheter, damage such as this may occur. The offset coil windings likely contributed to the podj not being capable of advancing out of its introducer sheath on the back table. Further evaluation revealed that the introducer sheath was ovalized. This type of likely occurred from forceful handling during advancement against resistance. The embolization coil was measured and found to be within specification. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podj coils). During the procedure, while attempting to advance a podj coil out of its introducer sheath and into another manufacturer's microcatheter, the physician immediately encountered resistance and was unable to advance the coil out the tip of its introducer sheath. Therefore, the podj coil was removed and inspected with no kinks observed. Next, the physician attempted to advance the podj coil out on the table but the coil was stuck and would not advance out of its introducer sheath. The physician then let the podj coil sit in a basin of saline and made another attempt to advance the coil out but was unsuccessful. Therefore, the procedure was completed using two new podj coils and the same non-penumbra microcatheter. It should be noted that the physician did not use a rotating hemostasis valve (rhv) and did not maintain a continuous flush during the procedure. There was no report of an adverse effect to the patient.